Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no specific event date was reported. Was reported by the patient. (B)(4). The complainant indicated that the suspect device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary rx partially covered stent had been implanted to treat pancreatic cancer during a procedure performed in 2005. According to the complainant, during the surgery, the tip of the stent was left inside the patient but majority of the stent was removed. Since then, the patient had successfully had an MRI of the knee and breast. No patient complications were reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Should additional relevant details become available a supplemental report will be submitted.